Event description:
Customer reports son received a false negative result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). A prior cue covid-19 test performed on (B)(6) 2022 provided a positive result. Customer reports husband was testing positive and was currently symptomatic. Son was exposed to husband. Although requested, customer did not respond to technical supports three attempts to obtain further information.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the false negative result. Investigation could not be completed due to lack of information. Lot number, cartridge serial number and reader serial number were not provided.